Event description:
About 2 years after implantation, the device showed signs of operating in eol mode although the telemetered battery data did not indicate a corresponding discharge status of the battery.

Manufacturer narrative:
The performed analysis produced results showing a faulty atrial stimulation amplitude caused by a charge pump reversal. This state could be remedied by performing a software reset. The charge pump reversal leads to an increased current comsumption of the hybrid circuit and therefore to a premature "eri" status of the pacemaker. The cause for the charge pump reversal could be from something like the use of hf surgical devices during implantation. A corresponding warning concerning the use of such devices can be found in the physician's manual.